Event description:
The customer reported a ventilator with mixed oxygen alarms. This event was reported to have occurred during clinical use. There was no allegation of harm associated with this report.

Manufacturer narrative:
Updated .

Manufacturer narrative:
This sensor board was tested and no failures were identified. The high internal o2 alarm could not be duplicated.